Manufacturer narrative:
One device was returned for analysis of complaint of error code 1720. There were no service requests previously reported in the past one year. An error (error code 1720) was recorded in the event log. Complaint was confirmed. Visual and functional tests were performed. The root cause of the event was an anomaly in the component (the backup capacitor). The device was returned to the customer with no repair provided at their request.

Event description:
It was reported that an error code was displayed. The event occurred during patient use at the facility. There was patient involvement. No patient harmed reported.